Event description:
The following has been reported: biomed reported: serial number: (B)(6). Complaint: red service needed alarm patient involvement: no active infusion: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve leak failure (valve 3). Unit had pump alarm at start up and failed hardware test. Installed diagnostic pneumatic assembly and unit passed verifying the error. Valve 3 will be removed and replaced (via pneumatic valve assembly).